Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included postpartum depression. Concomitant products included clonazepam (klonopin), estrogen nos (estrogen), progesterone and testosterone (testosteron). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), dry skin ("dry skin"), rash ("rashes or skin conditions type:random break outs"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), back pain ("back pain"), arthralgia ("hip pain") and pain in extremity ("leg pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, mood swings, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, dry skin, rash, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia and arthralgia outcome was unknown and the vulvovaginal pain, back pain and pain in extremity outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, depression, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pain in extremity, pelvic pain, rash, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 31-aug-2018: plaintiff fact sheet received. Concomitant condition added, historical drug added. Product information added. Events mood swings, abnormal bleeding(vaginal, menorrhagia), apareunia ,depression, dry skin, random break outs, migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia, fatigue, weight gain, hair loss, back pain, hip pain and leg pain were added. Events onset date added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coil). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.